Manufacturer narrative:
(B)(4). During the atrial flutter (afl) procedure it was reported during ablation, there was a map shift about 7mm. Map shift was noticed when the ablation catheter was abruptly retracted into the long sheath during ablation. No error message displayed. The impedance spiked simultaneously. The ablation was cut off properly due to abnormal impedance. The shift occurred toward the end of the procedure and case was completed with the same map. The procedure was completed without any patient's injury. Unable to perform unit investigation due to the customer declined on-site technical service. No map shifts error was observed in the next few cases. DHR review was performed. No anomalies were noted in manufacturing or service. Customer complaint cannot be verified.

Event description:
During the atrial flutter (afl) procedure it was reported during ablation, there was a map shift about 7mm. Map shift was noticed when the ablation catheter was abruptly retracted into the long sheath during ablation. No error message displayed. The impedance spiked simultaneously. The ablation was cut off properly due to abnormal impedance. The shift occurred toward the end of the procedure and case was completed with the same map. The procedure was completed without any patient's injury.

Manufacturer narrative:
(B)(4).